Event description:
It was reported that the 9600 sys presented a error 253 and the c-arm would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been ordered. Hard drive, software, power supply, motherboard and associated components. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.